Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the handpiece threw sparks when coming into contact with other metal and then it stopped working. There was no patient impact or delay. During product evaluation it was found that this device could have contributed to this event. Due diligence is complete and there is no additional information available.